Manufacturer narrative:
Eval summary: surgical notes state that on (B)(6) 2011, the pt went in for a revision surgery due to continued pain in his left hip. The pt received a cement spacer due to a heightened risk of infection. On (B)(6) 2011, the cement spacer was removed and he received a left total hip revision arthroplasty. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0x10(-6) or better. The mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt underwent a two stage revision for infection.